Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing in stored ventricular episodes. Boston scientific technical services (ts) reviewed the episodes and noted this is observed going back approximately eight months on events that occurred at all times of the day. Ts noted that in the most recent stored episode, there was pacing inhibition with asystole greater than two seconds observed. There were also stored episodes in which inappropriate anti-tachycardia pacing (atp) therapy was provided due to the oversensed noise. It was indicated that all lead measurements were well within normal specification limits. The healthcare provider (hcp) indicated they did not know if the patient had symptoms associated with the stored episodes. Ts stated that this definitely looks like a rv lead issue rather than electromagnetic interference noise, but it is unknown why the lead measurements remain within normal specification limits. The hcp indicated they would discuss this further with the physician. The rv lead was subsequently surgically abandoned and replaced 10 days later. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction supplemental report was submitted with an additional code added to the impact codes table in report section h6.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing in stored ventricular episodes. Boston scientific technical services (ts) reviewed the episodes and noted this is observed going back approximately eight months on events that occurred at all times of the day. Ts noted that in the most recent stored episode, there was pacing inhibition with asystole greater than two seconds observed. There were also stored episodes in which inappropriate anti-tachycardia pacing (atp) therapy was provided due to the oversensed noise. It was indicated that all lead measurements were well within normal specification limits. The healthcare provider (hcp) indicated they did not know if the patient had symptoms associated with the stored episodes. Ts stated that this definitely looks like a rv lead issue rather than electromagnetic interference noise, but it is unknown why the lead measurements remain within normal specification limits. The hcp indicated they would discuss this further with the physician. The rv lead was subsequently surgically abandoned and replaced 10 days later. No additional adverse patient effects were reported.